Event description:
Additional information was received that the patient had high lead impedance documented in a clinic not in (B)(6) 2012. Exact date of event unknown. At this time no revision surgery is planned as the patient had a history of having a stroke un vns related and from that has right vocal chord paralysis. They don't want to risk any damage to the left chord in revision surgery. Last april they averaged 0-1 month seizures. Their device was programmed off (B)(6) 2013. Their device was at or near eos at that time and their seizures are about the same. Their x-ray report says no lead break. The patient did not have a fall or injury that they know of preceding their high lead impedance.

Event description:
It was reported that a vns patient isuffered "laryngeal damage" due to his vns from a physician assistant. The patient is on a high duty cycle. The patient is scheduled for an ent consult in march and decisions for plan of care will be made after that time. It is unknown at this time when the event started. Good faith attempts thus far have been made and no further information has been attained.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient does not have any nerve damage. The patient's generator is coming up for replacement and it may be left off for a while. There is a possible lead issue that has not been confirmed at this time. X-rays were taken by their treating neurology office and no break was seen. They were not provided to the manufacturer for review. Their device will be programmed off till june and a treatment decision will be made after that time.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.